Event description:
While attempting to remove the cartridge from the pt during a tuna procedure, the needles would not fully retract into the cartridge. The cartridge was removed from the pt with the needles extended. The tuna procedure was continued using another cartridge. No complications to the pt were reported.